Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
The reporter noted that they were ¿not the only one who got infected.¿ the reported stated that ¿before they were operated the healthcare professional (hcp) disappeared because they had an emergency to take one of these out that were infected from someone else.¿ the reporter/patient called and made an allegation of infection which pertained to themselves and also mentioned the above additional infection related to an unknown patient with an unknown device. See manufacturer report # 3004209178-2014-08347 for the information pertaining to the reporter/patient¿s infection.